Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.

Event description:
Boston scientific received information that this right atrial (ra) lead was an attempted implant. The lead was inserted and placed, and the helix was extended with 18 turns. However, no p-waves were detected and the pacing thresholds were high. The pacing impedance measurements were normal. The lead was repositioned, but then the helix could not be extended again. A new fixing tool was tried, without success. The lead was removed from the patient and the helix was still not able to be extended. Another lead of the same model was implanted to complete the procedure. No adverse patient effects were reported.